Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a red irritation underneath the therapy electrodes. She also reported a skin tag that was previously gone but has since appeared again since wearing the device and it gets irritation from the device touching it. No reports of open or broken skin. The patient's pa suggested not wearing the device all the time and giving their skin a break due to their sensitive skin. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.